Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.